Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged with the usb cable. It was confirmed that the customer was able charge the pump with a different usb cable. Customer reported blood glucose level was 148 (mg/dl). A replacement usb cable was sent to the customer.